Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem was not confirmed or reproduced. The root cause was not identified. No further action was taken to fix the reported problem since it was not identified. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "ch a tube release malfunction". This condition has the potential to cause an interruption of delivery. This condition was found in the general patient ward department. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is vista minor(5.04.00).